Event description:
Customer reports rash around nose and lips. The customer consulted with his dermatologist and was prescribed a cream.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.